Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd885293 and gd884445 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. On an unreported date, the patient received unspecified antibiotics for treatment. The consumer stated that the antibiotics did not work. On an unreported date, therapy with dianeal pd4 ultrabag was withdrawn. At the time of this report, the patient had not recovered and remained hospitalized. The reporter did not provide an assessment of causality. The patient's nurse declined to provide any information. A search of (B)(6) for suspect products shipped within two months before the incident showed the following: (B)(4), lot numbers gd885293 and gd884445.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted